Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient did not experience any consequences.